Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 300cc textured mentor memorygel breast implants experienced bilateral capsular contracture (grade unknown) and autoimmune disorders postoperatively. The patient reported that the implants have always felt heavy and painful, and mammograms are very painful to the breasts. The patient was diagnosed with graves disease in (B)(6) 2002, and rheumatoid arthritis in (B)(6) 2020. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy between device manufacture date and the patient¿s reported implantation date has been noted. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.

Manufacturer narrative:
After secondary review of the manufacturing record evaluation (mre), it was discovered that the device manufacture date was 01-jan-1992, and no data on device expiration date. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient only reported the year 1992 for the date of device implantation, and the best estimate of 01-jan-1992 was reported in the initial medwatch report. Manufacturer¿s reference number: (B)(4).